Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and the gray outer sheath was torn off approximately 59 mm from the strain relief. Outer catheter stretching is noted around break. A bend was noted in the outer catheter 109.1 cm from the proximal end of the handle. The stent graft was partially deployed and protruded approximately 5 mm from the tip of the outer sheath. Bent struts were noted on the undeployed portion of the stent graft. Dried blood was present between stent graft and outer catheter. Functional testing could not be performed, as the delivery system was returned with the outer sheath broken. The investigation is confirmed for partial deployment and an outer sheath broken. The investigation is confirmed for partial deployment and outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. However, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that during a stent graft procedure, upon deployment the outer sheath broke and the stent graft could not be deployed. Another stent graft was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.